Event description:
A healthcare facility in (B)(4) reported via fisher & paykel healthcare's (B)(4) office that an (B)(4) vented autofeed humidification chamber was leaking from its base. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device will not be returned to fisher & paykel healthcare for investigation. We are in the process of obtaining further information in respect of the nature of the fault and equipment set-up. We are currently awaiting a response. We will provide a follow-up report when an analysis of this event is available, following receipt of the information requested.